Event description:
The consumer reported two (2) false negative results among two (2) consumers with the binaxnow covid-19 antigen self-test kit performed on various dates. This MFR. Report addresses test one (1) of two (2) and consumer one (1) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023 on a nasal kitted swab. Confirmation testing was performed the same day at the doctor¿s office via an unknown method which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text: single use; device discarded.